Event description:
It was reported on (B)(6) 2026, the patient experienced a skin irritation while wearing the electrode - patch - universal 2 channel described symptoms including itching, bumps, rash, pimples that developed into scar tissue. The patient did not seek medical attention but indicated concern that the resulting scars may require removal by a physician. The patient reported the physician performed the skin prep at the office and used alcohol pads on the skin. The patient has previous history of skin sensitivity to adhesives. Multiple follow-up attempts were performed to contact the patient; however, the efforts were unsuccessful. No additional information was provided.

Manufacturer narrative:
It was reported on (B)(6) 2026. The patient experienced a skin irritation while wearing the electrode - patch - universal 2 channel described symptoms including itching, bumps, rash, pimples that developed into scar tissue. The electrode was unable to be inspected because it was not returned. As electrodes are intended for single use and are disposed after usage; therefore, a return of the product is unlikely. Allegation was not confirmed as no images were provided and/or there's no evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patients reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms: improper application technique and known medical/dermatologic conditions. Additionally, instructions for use (IFU), and patient education guides (peg) provide patients with guidance and alternate wear options should skin irritation develop, including advising the patient to contact a healthcare professional as needed.